Event description:
The account alleges that during a uterine artery embolization procedure using the impress catheter, the device was damaged and pieces of the catheter broke within the patient. The clinician was able to successfully remove the broken pieces using a snare. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. No photos or videos have been received. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be re-opened.